Manufacturer narrative:
Device received with cracked and bleeding lcd glass, scratched display window and cracked reservoir tube lip.

Event description:
Customer's aunt reported that customer fell down and broke her insulin pump. Customer's blood glucose is 200 mg/dl. Customer stated the there is a crack and ink spots on the screen. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.